Event description:
It was reported the patient received an overdose of medication on his pump refill. The incident took place (B)(6) 2013. Additional information was requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8596, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8596, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
Additional information received reported the device system was used to deliver gablofen at a daily dose of 186.57 mcg with a concentration of 500mcg/ml. The cause of the event was an error in dosing. The error occurred due to an inaccurate/wrong concentration; the patient received 2000 mcg/ml rather than 500 mcg/ml concentration. The event was not due to the pump, catheter or drug effects. It was reported in terms of any signs or symptoms related to the event that no adverse effect was reported. Hospitalization was not required. The error was found within one and a half hours and the health care provider (hcp) removed the wrong concentration and replaced it with the corrected dose. The patient¿s outcome was listed as no injury.